Manufacturer narrative:
D10 concomitants: (B)(6) 02-010-04-0350 - logic cr femoral por, right, sz 5 (B)(6) 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t (B)(6) 201-78-82 - collar fixation pin 2pk 40mm, quick release (B)(6) 200-02-38 - three peg patella 38mm (B)(6) 201-78-15 - holding pin mini sharp point 4 pk (B)(6) 203-96-42 - 11-4132 stryker sys 6 90x13/21x1.19. The product associated with the reported event is within the scope of recall however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case-USA patient ID: (B)(6). Refer to case: (B)(4) for lk rev. This patient is verified bilateral knees on right knee (B)(6) 2017 at (B)(6) hospital. He had bilateral knee revision right knee on (B)(6) 2023 both with dr (B)(6); (op reports attached).